Event description:
The customer reported to olympus that the visera elite video system center images are not displayed during preparation for use for a diagnostic screening procedure. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: poor video connector locking, and front panel screw receiving a crack. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a malfunction of the ap board occurred which has caused the images to stop coming out. The root cause of the ap board malfunction cannot be specified. Olympus will continue to monitor field performance for this device.